Event description:
Upon further query the following info was provided that indicted the piercing pin punctured a blood container. The tubing set was to be used to deliver an unspecified volume of fresh frozen plasma (ffp), at an unspecified rate. At an unspecified time, the customer contact reported that the piercing pin of the tubing set was inserted into the administration port of the blood container. At this time, it was reported that when the nurse spiked the unit of ffp, the spike of the tubing set punctured the container of blood in an unspecified location. It was reported that the container leaked and was not delivered to the pt. After an unspecified length of time, a replacement unit of ffp was obtained. The tubing set was replaced. At an unspecified time, the replacement unit of ffp was delivered to the pt. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical intervention was reported. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.